Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the defect reported by the customer has been verified and repaired. Hence, this complaint can be confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The following activities were performed: "tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced. Motor corroded - motor replaced. Protective conductor resistance out of tolerance - motor cable replaced. Motor cable corroded - motor cable replaced. Damaged parts of the drill mounting mechanism replaced. Defective o-rings replaced. The root cause of the reported failure was determined to be the bent drill mounting mechanism found during evaluation. Additionally, the motor and cable were found to be rusty. Fluid ingress is the possible cause for the rust and device mishandling is the possible cause for the bent drilling mechanism but we cannot determine a definitive root cause for the failure. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on 05/17/2017 and passed all functional testing before being returned to the customer.  At this point in time, no corrective action is required, and no further action is warranted. Th device was returned to customer after service and repair. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that post surgery the tornado shaver handpiece does not make oscillating movements. There was user involvement. The outcome of the event, outcome to the patient(s) and/or users are unknown. The procedure had been completed before the issue occurred. It is unknown if any troubleshooting or phone fix performed as well as the outcome of it will be documented in the event description.